Event description:
It was initially reported by the site that when they checked the patient's device it showed that it was not working. He restarted the device and it has been working fine now. No details were provided. Follow up with the physician was not successful and no other information was received regarding the event. The cause of the event is unknown.